Event description:
Per fax, pilot valve is leaking. Per independent repair center statement, unit displaying low o2 or yellow light. The key failure was pilot valve for the component valve was leaking.